Manufacturer narrative:
(B)(4)

Event description:
It was reported "bled back into contamination sheath due to not being tightened all the way / possible may have been doing procedure incorrectly /tried screwing port for where contamination sheath locks in to prevent blood from leaking". At the time of this report, the customer has not been able to provide any additional information on the patient involved.